Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller and the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality. No pt injury was reported.